Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight were not available for reporting. Date of event: unknown. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to detachment of a rod and two locking end caps. The devices were initially implanted on (B)(6) 2016. The rod and two locking caps were removed during the revision surgery and the surgeon implanted an unknown quantity of unknown screws. The patient was reportedly stable postoperatively. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. H additional information was received on jun 24, 2016. Date subject device was received by synthes manufacturer. One device was received for evaluation. A device history record review was performed for the reported lot. This lot was manufactured on oct 14, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification of event description: device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to detachment of a rod and an unknown quantity of locking caps. The devices were initially implanted on (B)(6) 2016. The rod, locking caps and screws were removed during the revision surgery and the surgeon implanted an unknown quantity of unknown screws. The patient was reportedly stable postoperatively. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Additional product codes for this report include: mni, mnh, kwp, and kwq. Manufacturing investigation evaluation: the involved parts have not been returned in the original packaging. The returned item is a clickx locking cap and it is not intended to be used with universal degen screw components. The post-production damages observed on the locking cap are due to the improper use of this component. No evidence of manufacturing-related non-conformances were identified: the issue not valid for the manufacturing site. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: universal degen screw (part: 04.689.730 / lot: 8110475 / quantity: 1), universal degen screw (part: 04.689.735 / lot: 8081745 / quantity: 1), universal degen screw (part: 04.689.740 / lot: 9752836 / quantity: 1), universal degen screw (part: 04.689.740 / lot: 9741372 / quantity: 1), universal degen screw (part: 04.689.740 / lot: 9741084 / quantity: 1), and t-pal small (part: 08.812.009s / lot: unknown / quantity: 1).